Manufacturer narrative:
Siemens conducted on site investigation of the incident. The calibrations and the controls were reviewed for both instruments. No issues were identified. The siemens representative reran the patient sample on instrument (B)(4) and the result was (B)(6). The cause for the (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) interpretation of results section states: "(B)(6)".

Event description:
A (B)(6) result was obtained on a patient sample and was not tested in duplicate per the requirement of the instructions for use (IFU). The next day, the technician tested the patient sample on a different advia centaur xp and the result was nonreactive. The nonreactive result was reported to the physician. Upon review, the laboratory discovered that the initial (B)(6) sample was not run in duplicate per their sop on the same instrument. The patient sample was repeated on the first advia centaur xp and the result was repeatedly (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur (B)(6) result.